Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found the top plug riser pin is pushed into back end and the bottom pin is bent. A bipolar cord cannot be installed due to damaged. The chassis feature that retains bipolar insert and pins are broken. Engineering concluded the instrument was most likely mishandled, breaking the chassis feature. Engineering also observed the distal end of main tube has a 2 inch long by .200 of an inch wide section with material removed. The damaged area is parallel to the tube axis, and has a rougher surface finish than the rest of the tube. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.

Event description:
An isi rep reported that the connector on the fenestrated maryland bipolar instrument was broken. No add'l info was provided. No pt harm, adverse outcome or injury was reported.